Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported that he had peritonitis and was receiving antibiotics. During follow up with the patient's pd nurse it was determined the patient had peritonitis confirmed via pd effluent culture. He had visited his pd clinic and reported symptoms of peritonitis. He was initially treated the vancomycin and fortaz before cultures came back and he was switched to gentamicin and ampicillin. The patient also had a blocked pd catheter that would not allow him to complete treatment. The nurse attempted to flush the catheter without success. He late had surgery which found his pd catheter was wrapped around his small bowel with significant thrombosis. This was corrected and the patient is reported to be recovering. The patient's nephrologist reported that he had enough renal sufficiency to accommodate the amount of time he has gone without pd, but he has hemodialysis access if it becomes necessary. The patient's pd nurses visited his home and observed his technique. It was determined that the patient was not washing his hands as instructed but was putting on gloves instead. The gloves could be touch contaminated while putting them on. The pdrn believes this is the most likely source of the peritonitis as he has not reported any leaks or problems with his cycler prior to this peritonitis diagnosis.